Event description:
It was reported that it was "not possible to release the stent." The intended procedure was angioplasty of a moderately calcified, left iliac artery. Per report, the precise stent delivery system (sds) was prepped and clinically used according to the instructions for use (IFU). The sds was advanced to and positioned at the target lesion, however, it was reported that it was "not possible to release the stent." No additional procedural details were provided. It is unknown if difficulty was encountered while advancing the sds. It is unclear if the stent would not deploy at all, or if it partially deployed and then would not fully release. The product was returned for analysis. The condition of the device as it was sent to cordis for analysis cannot be confirmed. It is possible that the premature deployment occurred during shipping and handling.

Manufacturer narrative:
A non-sterile 10 x 40mm precise ses was received coiled inside a plastic bag. The precise was received in deployed position. The wire lumen distal to the proximal radiopaque marker was accordioned; it measured 4.3 cm from the radiopaque marker to its distal tip. The stent was received expanded inside the bag, and presented no damages. An unknown 0.018" guide wire was received still inserted in the precise wire lumen. Blood residues were observed on the wire lumen. The precise inner shaft could be fully deployed and retracted with no difficulty. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The exact cause of the damages on the wire lumen could not be determined, but appear to have occurred during use. The reported deployment difficulty could not be confirmed, as the stent was received already deployed. The root cause of this complaint cannot be determined, however, factors that may have contributed to the event include the vessel characteristics, procedural factors and shipping/handling.